Event description:
The customer stated that a (B)(6) architect hbsag qualitative ii result of (B)(6) was generated for a donor patient that tested (B)(6) dna. The sample retested (B)(6) on the architect analyzer. Testing using the ortho vitros hbsag method was (B)(6). Testing using the roche hbsag method was (B)(6). Testing at another facility using the architect hbsag assay (list 06c36) was repeatedly (B)(6). No adverse impact to patient management was reported.

Manufacturer narrative:
This report is being filed on international product architect hbsag qualitative ii, list number 2g22, that has a similar u.s. Product distributed in the u.s., architect hbsag list number 1l80 and architect hbsag qualitative, list number 4p53. (B)(4). An evaluation is in progress. A followup report will be submitted when the evaluation is complete.